Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal, pt believed that a portion of the sensor wire remained under his skin. Pt reports a small red spot at the insertion site at the time of event. At that time of his call to dexcom technical support, pt reports redness at the insertion site had subsided.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.